Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates.

Event description:
Reference number (B)(4) event occurred in united arab emirates. It was reported that patient went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event and bent cannula event. Infusion set was used for one day. The insertion site was the abdomen. Blood glucose level was 399 mg/dl at the time of the event. The duration of hospitalization was less than 24 hours. Patient got treated with insulin via manual injection. Patient was also experienced the symptoms of sick/unwell at the time of the event. No further information available.